Event description:
On (B)(6) 2010, husband reported, the up/down button on the infusion device was defective. This was noticed earlier in the week when attempting to bolus. Pt has used this infusion device for a couple of years. Average number of boluses was not provided. Infusion device buttons pop up after being pressed. Up button functioned as intended during troubleshooting call, and the down button did not respond. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.